Manufacturer narrative:
(B)(4) date sent: 7/23/2021 h6: component code: bag (g04008) investigation summary the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch bag and suture were returned for analysis and fully deployed. In addition, the tyvek was also received along with the device. Upon evaluation, the suture was noted to be attached to the bag. The bag showed body fluids and was just torn at the bottom end (not at the seams) and had no material missing. The rest of the device was not returned for further analysis. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: additional information requested: please confirm, did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of?

Event description:
It was reported that during a laparoscopic gyn procedure, the bag broke. Unknown if there were any fragments generated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.